Event description:
It was reported that the catheter broke.

Manufacturer narrative:
The distal end of the catheter had a jagged edge. It is unknown how or when this damage may have occurred. The catheter met all specifications for tensile strength and ultimate elongation testing. A review of the manufacturing records showed no anomalies.